Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Information is provided about the reprocessing of the device by the end user. The device was fully reprocessed prior to returning. There is no possibility that the device was used in a procedure with the presence of foreign material. Reprocessing information after last use of the device: pre-cleaning was not performed immediately after a procedure. No other information on pre-cleaning was provided. Manual cleaning was performed within an hour after the procedure. The endoscope channels were brushed during manual cleaning. No other information on manual cleaning nor manual disinfection is provided. Automatic endoscopy reprocessor (aer) being used to reprocess the endoscope is not known, nor what detergent and disinfectant are used with it are known. There is also no information if the aer has had an issue. The device was dried per the manual. How the device is stored is not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the foreign material remained in the device. The event can be prevented by following the instructions for use which state: "chapter 5 reprocessing: general policy 5.3precautions: warning: ·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Full establishment address is (B)(6). Event date is (B)(6) 2023. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was channel blockage with foreign material exiting from channel. This is attributed to insufficient cleaning. Other observations for the device: nozzle is deformed, due to which water amount and water cleaning function is out of standard; insertion amount is out of standards due to crumpled part of channel tube; liquid leaks due to damage of channel tube; crease at the charge couple device (ccd) lens; electrical connector is corroded; electronic position of ultrasonic-connector is corroded; and loosed ultrasonic factor is upper than standards due to damage of ultrasonic cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus demo/loaner asset returned by customer after use with no reported malfunction and sent in for post-customer usage inspection. Upon evaluation of the returned device, it was observed that there was channel blockage with foreign material exiting from channel. This is attributed to insufficient cleaning. This medwatch is being submitted for the presence of foreign material in the channel as observed during device evaluation.